Manufacturer narrative:
Another contact info: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during a routine check balloon catheter show iab disconnect alarm, iab catheter restriction alarm and augmentation below limit set. No patient involvement reported.

Manufacturer narrative:
After further review, it was identified that no balloon catheter was used at the time of malfunction, making it non reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a.